Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 573 mg/dl. Customer's blood glucose level was 487 mg/dl at the time of incident. Customer experienced blood glucose levels of 537, 358, 500, 524, 535 mg/dl. Customer was treated with manual injection and syringes. Customer stated that there was no insulin pump error alarm or insulin flow block alarm. Customer was not using auto mode feature. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.